Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 9615741-2021-00016. A facility reported that after the panta nail was blocked, the compression guide did not move correctly during the compression phase (sliding of the asymmetric steel frame in the plastic frame). The medical staff removed the system by hammering . The nail was implanted but without the appropriate compression. No patient injury reported; however, there was a 45 minutes surgical delay. The patient is a 60-80 year-old male.

Manufacturer narrative:
The product was received at the lyon site for evaluation and it was not possible to replicate the issue during analysis so the complaint could not be confirmed. The following investigative actions were performed. Refer to the respective tasks for further detail. Complaint history review: the complaint history review does not identify any previous similar reported events for this device, and none for the same product lot. No adverse trend was identified. Future complaints for this failure mode will continue to be monitored and investigated as required. Risk management review (device): identified no issues which could have caused or contributed to the reported event. The failure mode was previously identified by the risk management file and the anticipated risk level is acceptable. DHR/batch record review: identified no issues or manufacturing abnormalities which could have caused or contributed to the reported event. This review determined that the device met manufacturing specifications upon release for distribution. · CAPA/nc/pra/hhe/field action review: identified no previous events or issues which could have caused or contributed to the reported event. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Device labeling/IFU review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met labeling requirements upon release for distribution. Medical investigation monitoring board (mimb) review: per mimb, a medical investigation was not required. The complaint alleges no injury to the patient. It could not be determined whether the device contributed to the reported event. According to risk management documentation for the panta instruments, dimensional issue or improper inspection prior to use is identified as failure mode which could result in functional issue for these panta devices. Based on this investigation, the need for corrective action is not indicated as no non-conformances or product deficiencies were identified and the risk level is acceptable. If additional information is later received, the complaint may be reopened. No further investigation is warranted for this complaint, though future complaints will be monitored and investigated as required. This investigation can be closed.